Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her mother's lens "shattered in her eye." The consumer reported the lens remains implanted. Her mother has been seen by another surgeon for possible lens removal; however, no further surgery is recommended due to a retinal detachment. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating the capsular bag ruptured during surgery and the lens dropped into the back of the eye. The patient was sent to a retinal specialist for removal of the iol and secondary lens implant. The iol was replaced with an anterior chamber iol.